Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Our field service engineer investigated the ventilator on site and replaced the expiratory pressure transducer printed circuit board (pcb). The pcb was returned for further investigation simulated use testing of the returned expiratory pressure transducer failed the pre-use check with internal leakage test, pressure transducer test and patient circuit test. During ventilation, paw high, check tubing and expiratory minute volume low alarms were active. Peep was higher than set, 20 instead of 5 cmh2o. It was noticed by visual inspection that the other side of the connector's pins were oxidized which indicates that they were contaminated with liquid. A microscopic investigation shows small subject inside the sensor's cavity. The pressure sensor had a major imbalance in the bridge resistance that lead to the reported issue. The root cause for the pressure sensor failure was most likely due to liquid contamination. No info on how the liquid entered the machine or what type of liquid it was. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
Manufacturers ref: #(B)(4).